Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged belt connection) was confirmed. As received, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. Upon investigation, op-amp u730 on the distribution node pca was damaged. The cause of the failure was isolated to the damaged component. The root cause of the damaged op-amp was unable to be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged connection.